Event description:
Analysis of the returned handheld device and software flashcard was completed. It was verified that the handheld was unable to advance past the screen alignment utility. The cause for the display anomaly is associated with resistance values being higher than expected in the touch screen circuitry. No further anomalies associated with the handheld performance were identified during the analysis. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Event description:
It was reported that the surgeon was having issues advancing through the alignment screen. The lock button was not engaged, hard resets were performed, and the battery was reseated; however, the issues did not resolve. The stylus was reportedly used precisely onto the crosshairs on the alignment screen and the edges of screen were clean. The programming wand was connected to a tablet device and confirmed to be functioning properly. The handheld device has not been returned to date.

Event description:
The handheld was received for analysis. Analysis is underway, but has not been completed to date.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to death or serious injury.